Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's bolus function was not operating. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. It was found that the device's downstream occlusion (dso) seal was peeling. Visual and functional tests were performed, and the pump was unable to recognize a functional remote dose cord. The customer's problem was duplicated. The cause of the issue was found to be a missing pin inside remote dose connector. The remote dose connector was replaced to fix the issue as well as the dso seal.